Manufacturer narrative:
(B)(4). The device is not returned to manufacturer for evaluation therefore we are unable to determine definite cause of event.

Event description:
It was reported that patient underwent transforaminal interbody fusion at l4-l5 due to lumbar spinal canal stenosis. Intra-op, when the surgeon pulled out the cage for reinsertion, the tip of the instrument touched dura mater. Dura mater was damaged. Patient complications were reported as unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.